Event description:
Boston scientific received information that an alert was detected due to high right ventricular (rv) defibrillation lead shock impedance measurements. No revision has been scheduled as the physician has elected to monitor the lead at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.